Event description:
Inconsistent sodium result on analyzer. No impact on pt as a result of this event. As reported by customer to olympus: initial draw in 2004 (time 04:34) reported sodium result out as 126. Redraw in 2004 (08:51) reported sodium result as 141. Rerun on initial draw (04:34) reported as 138.